Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Insufficient information is available for procedure verification; therefore, no da vinci system or instrument logs are available for review.

Event description:
It was reported that after an unspecified da vinci-assisted procedure, the patient experienced a bile leak, speculated to have been caused by using an unspecified sureform stapler instrument and stapler reload. The exact cause of the incident, as well as whether the patient required further medical or surgical intervention, remains unclear. Additional information has been requested; however, no response has been received.